Event description:
It was reported that patient was being seen by healthcare provider (hcp) because patient had not charged her implantable neurostimulator (ins) in 6 months due to health issues. After device was charged, impedance check was run which showed has impedances of 2,036 ohms on contact 0 on left brain lead. They are not using this contact for their therapeutic programming. No intervention was performed since they are not using the contact and no further troubleshooting will be performed. The issue has not been resolved at the time of report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the cause of the high impedance remains unknown and no contributing factors were identified. The information was confirmed/provided by the physician.